Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test alarm. The customer¿s blood glucose level was 182 mg/dl at the time of the incident. It was reported that the customer was offered to troubleshoot for predicted lows that customer was experienced this morning with her sensor glucose but customer declined. The insulin pump will be returned for analysis.